Manufacturer narrative:
Explant date, concomitant medical products: correction. Device evaluated by MFR: additional information. Manufacturer's investigation conclusions: no device-related issues were discovered and a specific cause for the reported infection could not be conclusively determined through the evaluation of (B)(4). (B)(4) was returned assembled with the pump cable severed approximately 6.5¿ from the pump housing and the distal end of the pump cable was not returned. The outflow graft clip was present around the hardware of the sealed outflow graft assembly. The outflow graft was returned attached to the pump outflow with the sealed outflow graft bend relief properly engaged to the graft attachment. The apical cuff was not returned. The cuff lock was returned fully engaged. Visual examination of the interior of the inflow cannula revealed small, soft, white depositions near the proximal end which did not appear to obstruct the flow of blood. No developed depositions or thrombus formations were observed within the inflow cannula. No evidence of developed depositions or thrombus formations were observed within the interior of the outflow graft. Visual examination of the blood contacting surfaces upon the disassembly of the pump also revealed no evidence of developed depositions or thrombus formations. The lvad log file data retrieved from (B)(4) contained no atypical events and appeared to show the pump operating as intended with stable estimated pump flow values. Visual inspection of the pump rotor and rotor well did not reveal any surface scratches or defects. The pump was cleaned, reassembled, and operated on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. The hm3 lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU, as well as the hm3 lvas patient handbook, also provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient came to the hospital on (B)(6) 2019 with shortness of breath. A transesophageal echocardiography (tte) and computed tomography (CT) were performed without any results. A sonographie of the abdomen was also performed and revealed signs of infection. A positron emission tomography (pet) scan revealed an ascending driveline infection. The lvad was exchanged as a result of the infection, the patient was stable, the lvad operated as expected the whole time of support. No further information was provided.